Event description:
Event description guidant received information that this patient presented to the hospital with a hematoma due to a fall as the result of a syncopal episode. Device evaluation revealed loss of ventricular capture and elevated thresholds. Device reprogramming was performed to resolve the threshold and capture issues. This pacemaker is included within a subset of devices in a safety advisory notice. This device was identified to be susceptible to failure mode 2, which may affect the communication and/or pacing functions of the device. Please be aware that this issue has been observed only during the implant procedure and pre-implant testing. Guidant cannot confirm that the clinical observations were related to this safety advisory as the device remains implanted.